Event description:
It was reported while using bd luer-lok¿ tip syringe only foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: it was reported the syringes have foreign matter. It was a greenish/brown wet looking substance along the inside of the luer lock sterile syringe.

Manufacturer narrative:
The initial reporter also notified the FDA on 30mar2022. Medwatch report # mw5108725. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ tip syringe only foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: it was reported the syringes have foreign matter. It was a greenish/brown wet looking substance along the inside of the luer lock sterile syringe.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided material number 302832 and lot number 1363310. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.